Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and failed battery. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump rejected new batteries and buttons doesn't always response on first press. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a torn keypad overlay. Device was received with no (act, esc, up and down) button response due to flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify low battery alert, failed battery test or failed battery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to no button response. (B)(4).